Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was a disconnection of the titanium adaptor from a non-baxter catheter. The hp was treated with ciprofloxacin (route, dose, and frequency not reported) . No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The peritoneal effluent culture result was positive for gram positive bacteria. The patient had recovered.